Event description:
It was reported that during a diagnostic coronary procedure, the omniwire lost signal. The procedure was completed with a new omniwire. No patient injury reported. The omniwire was returned for evaluation. Visual inspection found a cracked and separated sensor within the sensor housing. No missing material and no sanguineous material were observed. Additional information received states that the omniwire was cleaned prior to returning for investigation. This product problem is being submitted due to the separated omniwire sensor that can result in a potential for harm.

Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Relevant tests/laboratory data: no information available. Suspect products: not applicable for this device. Implant date/explant: not applicable for this device. Based on the device evaluation, the damage occurred during use in patient. However, the probable cause of how the sensor cracked and separated could not be determined. Remedial action & correction/removal number: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.